Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. A liberte bare metal stent was successfully placed in the left anterior descending (lad) artery. The physician continued on to treat the 90% stenosed lesion located in the mildly calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x15 mm voyager balloon, inflated to 9 atms for 30 seconds. The physician then attempted to place a 3.5x20 mm liberte bare metal sten. However, before he could apply pressure, the stent suddenly dislodged from the balloon. Upon removing the delivery system from the vessel, he tried flushing to locate stent. The stent could not be located. The liberte stent remains in the pt. The physician completed the procedure with a 3.5x19 mm cloroflex stent. No pt complications were reported. Pt status reported was satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.